Event description:
It was reported that after implanting an insertable cardiac monitor (icm) the icm was not able to be connected via bluetooth. The physician elected to explant and replace the icm. The patient was stable following the procedure.

Manufacturer narrative:
The device arrived unable to interrogate. Device was cut open and determined that battery was at elective replacement indicator (eri) level upon receipt. Analysis of device hybrid was performed high current drain on hybrid was noted. Further analysis was performed, and an integrated circuit anomaly was found to be the cause of high current drain and premature battery depletion. A longevity calculation was performed and found the battery depletion was premature. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.